Manufacturer narrative:
Concomitant medical product: product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient with an implantable neurostimulator for non-malignant pain. The rep. Thought swelling may be the issue so they advised the consumer to hold off on charging until the next appointment. The rep. Met with the consumer again on (B)(6) and was only able to get two coupling bars, if any at all. The antenna locate feature was utilized which didn't resolve the issue with results between 12 and 78. A normal recharging session was initiated again with no bars. The antenna locate feature was utilized again with results of 106-110 but there were still no coupling bars even with the antenna placed right up against the consumer¿s skin. There were no pocket issues reported and no swelling. The rep. Was able to feel the implant in the pocket which didn't feel loose. An x-ray had also been performed which confirmed the implant wasn't flipped. It was noted both the patient and clinician programmer were able to communicate with the implant. The rep. Didn't have access to another recharger to try so a new recharger was going to be sent to see if this would resolve the issue. It was noted the implantable neurostimulator (ins) had a little over 50% charge left. Additional information received from the manufacturer¿s representative (rep) reported they spoke with the consumer who didn't have any problems with the new recharger. The rep. Was going to be meeting with them for reprogramming and would report if anything had changed. Additional information was received from a manufacturer representative (rep). It was reported that there was a por on the ins. The rep planned to attempt multiple physician mode resets in order to recover the battery. No further complications are anticipated. Additional information was received from a manufacturer representative (rep). It was reported that the power on reset (por) was cause by the patient no longer using their therapy because of uncomfortable stimulation in their feet in 2016. It was reported that the rep attempted a physician mode reset (pmr) and could only complete one cycle. The rep met with the patient to perform several more pmrs. No further complications are anticipated. Additional information was received and it was confirmed that the ins was overdischarged. The cause of the uncomfortable stimulation was not confirmed because the patient was present to attempt 3 physician recharges. After the ins didn't charge the patient stated they didn't want to continue. No further complications were reported or anticipated.